Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy.according to the reporter:this item was used during laparoscopic distal gastrectomy. Silver toggle switch did not come back to the center position after moving to the right side. So rotation was uncontrollable. The tissue was not damaged. The patient did not get injured and there was no significant blood loss. No further complication was reported. The surgery was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).